Event description:
It was reported that this right ventricular lead was found to be dislodged shortly after implant. Subsequently, underwent revision procedure, the lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.